Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self testing.